Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use for the fusion lithotripsy extraction basket includes the following warning: basket wires may fragment and/or stone impaction may occur during lithotripsy, requiring surgical intervention. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic lithotripsy procedure, the physician used a cook fusion lithotripsy extraction basket. Lithotripsy was attempted by using the basket to manually crush the stone, but this was not successful. The basket handle and outer basket cable were removed. A cook conquest ttc lithotriptor cable with adapter was advanced over the basket drive wire and through the endoscope. A cook soehendra lithotriptor handle was attached to the basket drive wire and lithotriptor cable. During attempted lithotripsy, the basket drive wire reportedly broke inside the endoscope preventing the basket from breaking the stone. Due to the location of the break the user was unable to hook up another option for endoscopic lithotripsy. The basket was able to be shaken off the stone and they avoided surgery. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.